Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused chronic cough and lung cancer diagnosed in 2021 that resulted in death in 2022. The patient did report to receive medical intervention and had a pet scan that showed metastasis to her liver, spleen, spine and bones. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient had chronic cough and was diagnosed with lung cancer in 2021 and it had spread throughout the entire body, including orange size tumors in her lungs, liver, spleen and cancer was also found in the bones and spine and eventually in the brain. Patient passed away in 2022. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report. Section d1, d4, h4 and g4 were corrected / updated in this report.